Event description:
Crd_1003 - vantage eu2299-1090 (r843750601, r843755401) it was reported that on (B)(6) 2024, a 27mm navitor valve was selected for an implant. During the procedure, after predilatation, the patient developed left bundle branch block (lbbb) and atrial fibrillation no treatment was provided. The device was implanted with a depth of 9mm, a post-implant balloon valvuloplasty done due to prosthetic gradient reduction. Final disposition of the valve was implanted in annulus. On 25 april 2024 developed of 1st degree atrioventricular (av) , no treatment was provided. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of atrial fibrillation and heart block was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that after pre-dilatation, the patient developed left bundle branch block (lbbb) and atrial fibrillation. The device was implanted with a depth of 9mm (deeper then recommended 3mm) and a post-implant balloon valvuloplasty done due to prosthetic gradient reduction (unexpected medical intervention). There was a mild calcification extending beneath the aortic annular plane in the interventricular septum. Additionally, the lbbb and first degree atrioventricular (av) were probable related to the procedure. Based on the information received, the cause of the reported atrial fibrillation and heart block appears to be related to procedural conditions (pre-dilatation and implanted depth). Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.